Event description:
It was reported that during an arthroscopic procedure, the physician was utilizing an evac 70 xtra plasma wand. Intra-operative it was discovered that the wand would not suction and that saline was not flowing through the hand piece properly. Details regarding how the procedure was completed including the products and techniques used were unavailable. However, no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.